Event description:
The pt received her scs system on (B)(6) 2010 including a percutaneous lead. It was reported the pt was no longer receiving the stimulation. Reprogramming to resolve the issue was unsuccessful. One of the contacts was found to be invalid. The pt's doctor ordered her to have an x-ray taken to determine if the lead has pulled or moved. Attempts to gather add'l info were unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.